Event description:
It was reported "incident occurred on (B)(6) 2025. The nurse sampled blood from patient at 3:30 pm. The patient had a catheter inserted, so nurse wanted to sample blood via it. The median line 2 and proximal lines were not used. Nurse tried median 1: no venous return (she injected saline but could not get it back). So, she used the proximal line and there was also no venous return. She proceeded in the same way: she flushed the syringe with saline and then noticed a leak along the catheter tubing. She immediately clamped upstream and called the doctors. After seeing the problem, they asked her to remove the catheter. The patient had no complications but required peripheral re-infusion." The patient's current's condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the customer provided one photo and one video for analysis. The customer also returned one, 4-lumen catheter for analysis. Signs of use were observed on and within the catheter. The distal end of the catheter body was intentionally severed. Visual analysis revealed a cut in the white proximal extension line towards the juncture hub. Microscopic analysis confirmed the damage, and the edges of the cut appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, needle bevel etc.). The cut in the proximal extension line measured 28 mm from the juncture hub. The proximal extension line outer diameter measured 2.21 mm, which is within the specification limits of 2.13-2.21 mm per proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.50 mm, which is within the specification limits of 1.42-1.50 mm per proximal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The distal medial 1, and medial 2 extension lines flushed as intended. Leaking was observed from the cut in the proximal extension line when it was flushed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Functional and visual inspection revealed a cut in the proximal extension line. The edges of the cut were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, needle bevel etc.). The catheter met all relevant dimensional requirements. A device history record review was performed based on a potential lot, and no relevant findings were identified. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "incident occurred on (B)(6) 2025. The nurse sampled blood from patient at 3:30 pm. The patient had a catheter inserted, so nurse wanted to sample blood via it. The median line 2 and proximal lines were not used. Nurse tried median 1: no venous return (she injected saline but could not get it back). So, she used the proximal line and there was also no venous return. She proceeded in the same way: she flushed the syringe with saline and then noticed a leak along the catheter tubing. She immediately clamped upstream and called the doctors. After seeing the problem, they asked her to remove the catheter. The patient had no complications but required peripheral re-infusion." The patient's current's condition is reported as "fine".